Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during repair of an e360 ventilator, the battery backup was found to be low and the flow sensor was found to be faulty. There was no patient involvement at the time of the reported event. Covidien/medtronic was not authorized to evaluate/repair the device as the product is not in covidien/medtronic control. The service provider found that the flow sensor and battery needed to be replaced. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received, a follow-up report will be submitted.